Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 89 months after the implant, this lead was capped due to high impedances of greater than 3000 ohms.